Event description:
Complainant alleged that staff members were performing a "set-up" for an open heart procedure. The unit would not charge with the internal paddles attached. The staff obtained another set of internal paddles. The unit was not in use on a pt so there was no adverse pt effect.